Event description:
Physio-control sales representative found that the device would not charge energy and displayed the energy fault message when it was first turned on for in-service. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.